Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
It was reported the system would not boot up. There is no report of pt injury or death.